Manufacturer narrative:
H3 and h6: a patient with known tracheomalacia became cyanotic and the saturation value kept falling. The patient was bagged repeatedly, but kept becoming cyanotic and was subsequently intubated. During this time, the saturation derivation was lost repeatedly despite a change of the spo2 sensor location from the lower extremities to the upper extremities and the earlobe to eliminate derivation errors due to poor perfusion. The loss of the saturation derivation lasted approximately 15 minutes. The monitor showed a straight line for the spo2 waveform and no numerics were displayed. Multiple "spo2 no sensor ?" Inops were displayed during this time. A philips-authorized service technician was scheduled to go onsite to collect the status log of the intellivue x3 device, a printout of the trend data for the time in question, the alarm logs from the central station and the alarm review from the bedside monitor. As the reported event had occurred quite some time prior to the customer reporting the incident to philips, log files and trend data were no longer available for analysis. No subsequent calls were logged from the customer regarding the reported device and issue due to the lack of available information, the exact cause for the reported event could not be established and a malfunction of the device cannot be ruled out. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a "spo2 sensor error occurred for more then 15 min". On (B)(6) 2019, the massimo spo2 sensor stopped during the resuscitation of a patient. No spo2 waveform and no numeric were displayed for approximately 15 minutes between 07:15 and 08:15. The patient needed to be resuscitated.